Event description:
It was reported that during a demonstration, no rpms were displayed. During a wet heart lab demo, there was no rpm displayed on the rotablator console. There was no patient involved.

Manufacturer narrative:
Device evaluated by MFR: initial condition of the console revealed customer applied material - labels. The console and foot pedal were tested together by the lab using a rotalink 1.75mm burr. The rotational speed in dynaglide mode, the maximum turbine rotational speed, and the turbine speed were set to and maintained typical operational speeds. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is not confirmed as the device operated correctly. (B)(4).

Manufacturer narrative:
(B)(4). Device evaluation by manufacturer: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that during a demonstration, no rpms were displayed. During a wet heart lab demo, there was no rpm displayed on the rotablator console. There was no patient involved.